Event description:
As reported by the user, a patient of unknown age and gender presented for an angioplasty procedure. The treating physician went to remove the profiler balloon from the patient via a 6f sheath. When attempting to remove the pta balloon from the sheath, the physician had difficulty removing the balloon. The physician removed the balloon and sheath together without further complications. There was no report of harm or injury to the patient due to this product problem. The reported defective device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. Returned for evaluation was one used pta catheter. Visual examination noted the balloon shaft was kinked and the sheath tip had a slight outward taper. An attempt to deflate and remove the balloon was unsuccessful. The returned sample was soaked for a period of time revealing additional biological matter at the base of the balloon where the balloon was occluded in the sheath. Once cleaned, the catheter functioned as intended. The most likely root cause is biological material occluded in the balloon inside the sheath. The instructions for use, provided with the device to the user, states "before removing catheter from sheath it is very important that the balloon is completely deflated" and "deflate the balloon by drawing a vacuum with a 20 ml syringe. Note: the greater the vacuum applied and held during withdraw, the lower the deflated balloon profile. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).